Manufacturer narrative:
An intuitive surgical, inc. (Isi) did receive a system power manager (spm) involved with this complaint to perform failure analysis. The complaint was not confirmed based on failure analysis. In logs, no error was found indicating the fault that happened in the field. Visual inspection, no issues were found that are related to the reported issue. The spm was installed onto the golden system where the component functioned as expected. The golden system was set to run 10 power cycles and sit idle for one hour. Once testing was completed, the system error logs was inspected, but no error could be identified. Performed battery discharge from psc 1:30m value is 38.777v, current: -10.895a and soc 75%. After 1hrs recharge the battery is 43.683v current :0.809 and soc is 100%. While a definitive root cause could not be established, possible cause may include the patient side cart (psc) not being connected to mains power overnight, preventing the battery from charging.

Event description:
Refer to h11 for follow-up information.

Event description:
It was reported that prior to the start of a da vinci-assisted surgical procedure, the customer informed the technical support engineer (tse) that the system faults appeared at power up accompanied by a no battery backup message, which prevented them from recovering the fault. The logs reviewed during this process displayed a battery error in addition to error codes 17 and 32. The troubleshooting efforts included attempts to observe system status in real time using logs, but this approach was unsuccessful as logs was unable to display the desired system information. The procedure outcome was unknown at the time of the report.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse replaced system power manager (spm) to resolve the issue. The system was verified and ready to use. Isi has not received the spm for evaluation. Therefore, the root cause of the customer reported failure mode has not been determined. A follow-up MDR will be submitted if the product is returned and evaluated and/ or if additional information is received.